Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
The customer reported via phone call that they had crack on insulin pump screen. Customer¿s blood glucose level was 109 mg/dl. The customer stated that insulin pump is working. The insulin pump will be returned for analysis.